Event description:
As reported by our edwards lifesciences affiliate in the germany, regarding a sapien 3 ultra transcatheter heart valve implant 26mm in aortic position by transfemoral approach, during the procedure, the esheath was inserted at 45-50 degree without resistance but when advancing the commander delivery system with crimped valve through the esheath, after a few centimeters, resistance was felt. Fluoro showed that the catheter in the area of the left common iliac artery had completely left the esheath and could not be reinserted proximally possibly due to a problem with the material of the esheath, tortuosity of the vessel, or all together. The tip of the commander delivery system was still inside the esheath. It was managed to get the crimped valve into the esheath's lumen and remove the entire system as a single unit. Once removed, it could be observed that the expandable seam of the esheath was ripped open, allowing the crimped valve to move out of the esheath's side. Afterwards, patient was successfully treated with a non-edwards valve. There was no visible harm under fluro to patients femoral/iliac vessel and patient was doing fine after procedure. As per imagery provided and preliminary evaluation of the returned device, one strut of the valve was slightly bent outwards at inflow side.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device one valve strut was bent slightly outwards at the inflow side and the valve frame was canted. Per review of patient imagery, tortuosity was present within the patient's access vasculature. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification, tortuosity) and procedural factors (device manipulation) likely contributed to the event as provided information and imagery indicated presence of tortuosity within patient access vasculature and evaluation of the returned device revealed that scratches were present at sheath shaft. Additionally, sheath shaft was received kinked, twisted, and serrated marks were observed on hdpe near punctured location, which can be indicative of excessive device manipulation. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Also, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. In addition, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.